Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 200 mg/dl while wearing the pod longer than 48 hours. It was also reported that the pod's adhesive was loose. Symptoms reported include vomiting and constipation. The patient was treated with IV (intravenous) fluids and insulin drip. The patient was released the six or seven days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.